Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant had a critical patient placed on impella rp flex and left ventricular assist device (lvad) support. The impella rp flex had low flows and troubleshooting measures failed to remedy. Additionally there was concerns of sepsis after implant of the impella rp flex and lvad. This prompted the impella rp flex to be explanted and cannulate for venoartieral extracorporeal membrane oxygenation. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation for the low pump flow and the infection has been completed. The pump was not returned for investigation. The data log showed 3.4 and 3.0 pump flow while operating on p9 and p8. At steady p-level 8, pump flow was decreasing to 2.8 with the opposite trend in the placement signal, with no change in motor current. Clinical mentioned the patient decompensating and becoming septic. After about 13 hours, a spike in motor current was reported, along with an increase in the placement signal and a decrease in pump flow, which was resolved in 5 minutes. This event contributed to the low flows but is not the main factor and also resolves. 5s optical parameters were in specification, and cvp value remained stable, during the case. As per the given clinical data, the patient continued to decompensate with increased pressor requirements. The doctor was unable to maintain adequate blood pressure. The cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details. The root cause of the sepsis could not be determined without additional clinical details.